Manufacturer narrative:
This report is submitted on june 26, 2024.

Event description:
It was reported that the rechargeable battery had exploded (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.